Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about three months ago patient was not getting any results because somehow the stimulation had been off. Patient did not know how this had happened. It was noted that when it was off, it itched a lot around the battery site, but had since subsided since turning on the stimulation again. Patient stated they had not been around any high sources of emi either. No further complications were reported.